Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer. Tse suggested that the breath delivery unit (bdu)printed circuit board (pcb) be replaced.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the ventilator at the time of failure.